Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported "do you think it would be possible to design a custom to revise completely femoral and tibial component leaving the gmrs tibial stem inside?"